Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The formed needle was inspected and no abnormalities were found. Although no defects were observed, a root cause for the reported bleeding/bruising could not be determined. A damaged cannula was found during fluid path testing. Fluid leaked out of a hole in the unexposed portion of the cannula. The hole contributed to corrosion on the pcb and low battery voltage. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had bg (blood glucose) values reaching 300 mg/dl. Patient reported bruising lately with their pods. No further information available.